Event description:
It was reported that inappropriate atp and shock therapy were observed via (B)(4). It was recommended to reprogram the device. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).